Manufacturer narrative:
(B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) exacerbated the pain and burning in her bottom instead of helping it. She tried using the ins in place of the pump she had removed. The healthcare professional (hcp) recommend the ins be removed and she had the pump implanted again to treat her pain. The pain and burning were pre-existing and the reason for the ins implants. The ins did not help at all. Only ice helped the burning. The patient outcome was unknown. The indication for therapy was lumbar radiculopathy and spinal pain.